Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited telemetry issues during induction testing. Upon induction the field representative pressed the "hold to induce" button however the button remained red and no stimulation occurred. A second attempt was made with the same outcome. Upon the third attempt, induction was successful inducing ventricular tachycardia (vt). A shock was delivered within 10.5 seconds and converted to atrial fibrillation (af). After induction testing was completed, the field representative was disability therapy when the device began to detect and charge due to fast af. The field representative pressed the abort button but the button remained red. The field representative pressed the abort button numerous times without success. The physician removed the wand and a shock was not delivered. Boston scientific technical services (ts) noted that poor telemetry conductions could have been the cause for the difficulty inducing and aborting. No adverse patient effects were reported. The device was implanted and remains in service.